Event description:
The customer reported that they were having a problems with table movements. The philips field service engineer (fse) was informed that the pt table had continued to move up when the load pedal on the multi-function footswitch was released. The customer stopped the motion by using another pedal. The fse determined that the switch in the multi-function footswitch load pedal had failed and replaced the switch.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).